Event description:
The distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer, was being used during shoulder arthroscopy procedure on (B)(6) 2023 when it was reported, ¿during use, the tip of the instrument broke off.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 2-minute delay using an alternate, unknown device. Further assessment questions were asked; however, we were informed that no further information is available. We are unable to determine if the device was in contact with the patient at the time of breakage. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation found both upper and lower jaw intact, not broken. The returned used device found the device did not perform as intended and failed all function tests. The device is not serviceable, so age, unknown number of usages and autoclave cycles are related to this product failure, if product was not maintained. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. Although this is a reusable device it is not serviceable therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of 38 complaints, regarding 38 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0008. Per the instructions for use, the user is advised the following: if the suture passer trigger mechanism binds, lubrication of moving parts can be performed with a ¿steam penetrable medical grade¿ lubricant in accordance with lubricant manufacturer's instructions before sterilization. Prior to use inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer, was being used during shoulder arthroscopy procedure on (B)(6) 2023 when it was reported, ¿during use, the tip of the instrument broke off.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 2-minute delay using an alternate, unknown device. Further assessment questions were asked; however, we were informed that no further information is available. We are unable to determine if the device was in contact with the patient at the time of breakage. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.